Event description:
The customer contact reported, the device did not deliver a dose when the button on the pt bolus cord was pressed. The device was returned to the biomedical dept from the pharmacy dept with a report of "did not give a bolus dose when the bolus cord pressed." During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).